Event description:
It was reported a hemostasis valve leak and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A baseline pericardial effusion was noted on the transesophageal echocardiogram (tee) prior to the start of the case. A watchman access system (was) was used and an unknown pigtail catheter was advanced in the was. The hemostasis valve of the access system was noticed to be leaking which created a lot of back bleed. The hemostasis valve of the was became cross-threaded and could not be closed tightly around the pigtail to prevent backflow of blood despite loosening it and retightening it. After engaging the laa with the pigtail and taking an angiogram, the physicians decided to not attempt an implant due to morphology of the laa. Everything was removed and the cardiologist performing the tee did a final sweep and noticed the effusion appeared larger than baseline. No interventions were needed to treat the effusion and the patient was discharged home the next day in good health.